Event description:
It was reported that insulin pump was not charging and cartridges were not loading properly during renewal process discussion for customer¿s daughter. There was no reported impact to the customer¿s blood glucose level. Customer¿s mother declined transfer to technical support because daughter and pump were at school and planned to call back when daughter was available, and no additional information was received regarding the outcome of the event.